Manufacturer narrative:
Reported event: the hd long broke into two pieces during burring. Event was noticed when anspach kept sliding back out of end effector, then power would stop being provided to the burr when anspach slid back far enough. The two broken pieces were noticed when entire anspach was removed from end effector. Pka case delayed 10 minutes. Product evaluation and results: visual inspection (see attachments). The collar was separated from the shaft of the hd long attachment. The two pins (located ~180° apart) which retain the two sub assemblies together seem to have sheared off. No observation of damage or handling issues with the attachment. Dimensional inspection: not performed as the anspach hd long attachment is an OEM product. Tolerances are unknown. Material analysis: material analysis not performed as this device is an OEM product. Functional inspection: the failure mode of was self evident and was not tested. Product history review: not performed as the device is an OEM product. Complaint history review: a review of complaints in trackwise related to p/n long-hd or (B)(4), s/n (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode of non functional device (fractured) was confirmed. The anspach hd long attachment has a shorter life expectancy than the anspach motor and is expected to be replaced once worn. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The hd long broke into two pieces during burring. Event was noticed when anspach kept sliding back out of end effector, then power would stop being provided to the burr when anspach slid back far enough. The two broken pieces were noticed when entire anspach was removed from end effector. Pka case delayed 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The hd long broke into two pieces during burring. Event was noticed when anspach kept sliding back out of end effector, then power would stop being provided to the burr when anspach slid back far enough. The two broken pieces were noticed when entire anspach was removed from end effector. Pka case delayed 10 minutes.